Event description:
This rv lead was explanted and replaced because of dislodgement. The physician was going to reposition the lead but they stylet wouldn¿t advance so it was replaced instead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen what was mentioned in the complaint description. Following inspection revealed deformations of the inner coil close to the is-1 connector pin which were caused most likely by overrotation of the inner coil during the extension or retraction of the fixation helix. Furthermore cuttings in the insulation were observed which resulted most likely from the explantation procedure. Blood penetrated the lead. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.